Manufacturer narrative:
Of the 162 allegations of a malfunction, 85 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. During investigation for unrelated complaints, there were 4 battery life failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 162 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-85 years of age and between 37 and 265 pounds. Of the reported patients, 75 were male, 87 were female, and were unknown.